Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00135. It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, during inflation at fifteen atmospheres, the balloon ruptured. The device was completely removed and another 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced and dilated the lesion. However, when the balloon was inflated beyond the rated burst pressure, the balloon ruptured. The device was completely removed by simply pulling it out and the procedure was completed with another with same device. No patient complications were reported. Patient was stable.